Event description:
During a right antegrade pyelogram and right-sided percutaneous nephrostomy catheter for hydonephrosis, the marking band from the accustick catheter came loose from the catheter and was in the ureter. Contrast was injected and antegrade pyelogram was performed confirming the presence of right-sided hydronephrosis with dilation of the ureter down to the level of the ureterovesical junction (uvj). A 0.0018 mandril guidewire was passed into the renal collecting system. A coaxial introductory catheter (accustick) was passed over the guidewire which allowed placement of a 0.035 stiff guidewire. After dilation using an 8french dilator, an 8 french locking nephrostomy catheter was placed with its tip coiled in the right renal pelvis. During the removal of the accustick just prior to the placement of the dilator, the marking band at the tip of the accustick outer sheath became loose from the catheter and was in the ureter.